Event description:
It was reported that "lag screw remover broke in the process of removal".

Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.